Manufacturer narrative:
Patient codes: 1984 labeled 1710 labeled 1969 labeled device codes: 2993 labeled na internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that on (B)(6) 2015, a 3.00x28mm xience xpedition stent delivery system (sds) was successfully implanted in the anterior descending artery. The patient was discharged on (B)(6) 2015. On (B)(6) 2018, the patient was re-hospitalized for intermittent chest tightness, shortness of breath for 2 years, aggravation for 4 days, which was diagnosed as acute coronary syndrome [myocardial infarction]. There were multiple plaques in the right coronary artery, with 40% stenosis at the distal end. According to the coronary angiography, there was intimal hyperplasia but no obvious stenosis noted within 5mm of the xience xpedition stent that was implanted on (B)(6) 2015. A 3.00x28mm xience xpedition sds was successfully implanted in the far segment of the cyclotron branch. Medication was provided and the condition resolved without sequela. On (B)(6) 2018, the patient was discharged home. Per physician, the event was not related to the device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. The reported patient effects of angina, myocardial infarction and occlusion are listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.